Manufacturer narrative:
Section b5 has been updated with additional details to better reflect the reported complaint.

Event description:
As reported, a mynx control venous vascular closure device (vcd) was exposed to moisture on the back table and the sealant expanded before the device was inserted into the patient. There was no reported patient injury. They opened four devices concurrently, so by the time this was observed it was impossible to determine which device packaging corresponded to the prematurely expanded device. They then proceeded to open another device which was used successfully without incident. Four other devices were opened with multiple lots. It is unsure which lot pertains to which device. The device will be returned for evaluation with multiple packages.

Event description:
As reported, a mynx control venous vascular closure device (vcd) was exposed to moisture on the back table and the sealant expanded before the device was inserted into the patient. There was no reported patient injury. They opened four devices concurrently, so by the time this was observed it was impossible to determine which device packaging corresponded to the prematurely expanded device. They then proceeded to open another device which was used successfully without incident. Four other devices were opened with multiple lots. It is unsure which lot pertains to which device. The device will be returned for evaluation with multiple packages.

Manufacturer narrative:
Additional details regarding the event description were received. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a mynx control venous vascular closure device (vcd) deployed before entering the patient. There was no reported patient injury. It is unsure if the device was packaged like that. There was no exposure of the sealant to bodily fluids. Four other devices were opened with multiple lots. It is unsure which lot pertains to which device. The device will be returned for evaluation with multiple packages.